Event description:
A pt reported blood glucose results of "165 and 338 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision.